Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device alarmed during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with cracked case at the display window corners and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error during basal and bolus. The blood glucose reading was 240mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. The customer stated that the device has a crack. No further information was provided.